Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced delayed gastric emptying, "severe chest pain," weight loss, vomiting, moderate dysphagia, and ongoing gerd leading to the removal of a linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2015 by dr. (B)(6). - device explant due to delayed gastric emptying, chest pain, weight loss, vomiting, moderate dysphagia and ongoing gerd occurred without issue on (B)(6) 2017 by dr. (B)(6). A fundoplication was performed at the time of explant. -device was found in correct position/geometry. - a "small hiatal hernia was appreciated on further dissection" during device explant.